Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the valve started letting air in halfway through the procedure when the physician tried to aspirate following the insertion of the farawave pulse field ablation (pfa) catheter. Prior to the event, the sheath had been used successfully to do a cavo tricuspid isthmus (cti) line and the transeptal (tsp) puncture using versacross connect for faradrive. Pressure bag was used for the irrigation of the sheath. The bubbles were seen in the syringe when aspirating. The guidewire was flushed with the tip on the catheter, then advanced inside the sheath once the splines were in. Upon the discovery of the issue, the physician immediately removed the farawave catheter and the decision was made to use a different sheath. With the new sheath, the procedure was completed successfully without patient complications. The product is expected to be returned.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the valve started letting air in halfway through the procedure when the physician tried to aspirate following the insertion of the farawave pulse field ablation (pfa) catheter. Prior to the event, the sheath had been used successfully to do a cavo tricuspid isthmus (cti) line and the transeptal (tsp) puncture using versacross connect for faradrive. Pressure bag was used for the irrigation of the sheath. The bubbles were seen in the syringe when aspirating. The guidewire was flushed with the tip on the catheter, then advanced inside the sheath once the splines were in. Upon the discovery of the issue, the physician immediately removed the farawave catheter and the decision was made to use a different sheath. With the new sheath, the procedure was completed successfully without patient complications. The product was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.